Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she did not believe insulin was being delivered after the infusion headset was inserted. When she removed the headset, she noticed the cannula was bent. There were no concerns with the preparation of the infusion set. There was insulin leakage at her infusion site. No physiological effects were experienced. Headsets were inserted manually. Pt noticed the leaking approx 1 hr after the headset was inserted. This occurred with 2 infusion sets. No product was requested for eval. Product was replaced. The pt did not require assistance from a health care professional or second party to address the issue.